Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22may2020.

Event description:
The customer reported unit did not alarm. The service technician checked the unit and found speaker assy not performing. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 24jul2020, b4: 02sep2020 . The service technician replaced the speaker assembly and the printed circuit board assembly (pcba) motor controller (mc) to resolve the reported issue. The service technician tested the device, and data inspected. All passed. The device was returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.